Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Complaint sample was evaluated and the reported event was not confirmed as the four parts in question were not returned with their original packaging. When compared to the standard vanguard locking bolt packaged with the augments, the complaint part showed nonconformity on all of the measured features. This suggests that this is not the correct locking bolt to be packaged with the augments. All four dhrs of the locking bolts packaged with their respective augments were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A femoral augment was packaged with the wrong locking bolt. It was too small and would not engage into femoral components.